Manufacturer narrative:
D4: lot number - updated.

Event description:
It was reported that a flush port detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While connecting the flush tubing to the flush port, the flush port of the catheter broke off upon tightening. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket configuration successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed. Media review: additionally, images of the device were provided from the procedure that showed the detached flush luer.

Event description:
It was reported that a flush port detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While connecting the flush tubing to the flush port, the flush port of the catheter broke off upon tightening. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Event description:
It was reported that a flush port detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. While connecting the flush tubing to the flush port, the flush port of the catheter broke off upon tightening. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.